Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6. H6: component code: mechanical (g04) - drill. The product was returned and evaluated, and pictures were also provided. Visual examination of the returned product and provided pictures identified that the drill was broken at the fluted portion of the shaft. Optical images of the device revealed river line artifacts on the fracture surfaces, suggesting that the device possibly fractured due to a bending overload mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on returned fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 31-323215 3.2mmx15mm rnglc+ acet drl bit 66608888; 31-323220 3.2mmx20mm rnglc+ acet drl bit 66536995. G2: foreign: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that three drill bits fractured during use. No known impact or consequence to the patient. It was reported that no further information is available.